Event description:
It was reported that during the implant procedure, the catheter dissected the coronary sinus resulting in pericardial effusion. An echocardiogram was performed and no tamponade was noted. The patient remained stable throughout the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No intervention was performed.